Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with unknown mentor saline breast implants on (B)(6) 1993 was diagnosed with left-sided breast implant associated anaplastic large-cell lymphoma (bia-alcl). Per the information provided, the patient presented with fluid around the left breast implant around 3 years ago. A biopsy was performed, and atypical cells were found, but ¿lymphoma staining¿ was not done. The hcp mentioned there is ¿concern of lymphoma¿, but no diagnosis has been made. Explantation surgery is being scheduled. The diagnosis of bia-alcl was done on the left side. The patient underwent augmentation surgery on (B)(6) 1993 (implants placed prepectoral). The date of diagnosis was on (B)(6) 2024. The lymphoma cells were found in the effusion fluid. Cd30 was positive. Left sided deflation was also noted.